Event description:
The nurse took out the neuron from the package and noticed that distal part is flattened. The product was not used.

Manufacturer narrative:
Tech eval: there is a foreign substance adhered to the outer surface of the catheter between 9 and 9.5cm from the distal tip. There is a twisted flat spot from 11.0 to 11.6 cm with an ovalization at the distal tip. Conclusion: the incident was confirmed as reported. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part# 1097-01/a (lot# l12259) and sub-assembly (B) (4) (lot# l12027). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l12259) indicated that 100% inspection of the devices resulted in 4 visual rejects. The DHR review of sub-assembly (B) (4) (lot# l12027) indicated that 100% inspection of the devices resulted in 21 visual rejects post hub molding and 3 visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.